Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) keypad is not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found keypad of the machine is not working properly like some keys are working and some keys are not working (like zero, semi auto etc). Then reset the keypad controller pcb connections and also reconnect the keypad controller pcb. Again, checked and found now all the keys of the machine are working ok. Performed all tests. All tests passed. Fse observed the machine for more than 3 hrs. Machine is working ok. Equipment handover to customer in good working condition.